Event description:
It was reported that the customer using touchless catheters for years and in the past several shipments noticed that the lubricant in the bags was noticeably less than it used to be and makes insertion difficult.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer using touchless catheters for years and in the past several shipments noticed that the lubricant in the bags was noticeably less than it used to be and makes insertion difficult.